Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt and her mother contacted animas alleging that the pump had been powering down for the past several days. The pt and her mother claimed that the battery cap was stripped and popping off of the pump. According to the pt's mother, she stated that the pt did not tell her anything until that day on (B)(6) 2011. The pt claimed that her blood glucose (bg's) levels reached "hi" mg/dl (bg > 600 mg/dl). She reportedly had a symptom of nausea. Since then, the pt reportedly administered a backup plan for insulin delivery and her current bg was "409 mg/dl". The pt denied that there were any cracks in the battery compartment. She also denied observing any rust or corrosion. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that the pump was powering down and her bg reached an elevated level suggestive of severe hyperglycemia.